Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A device history record review was performed and the product was released based on the product¿s acceptance criteria. The root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocar kit leaked during a vitrectomy procedure. The procedure was completed and there was no harm to the patient. Additional information was requested; however, none has been received to date. This is one of three reports for the same surgeon.